Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitrectomy surgery, an ophthalmic system cutter was not actuated. The surgery was completed on the same day. There's no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatic module (pm) was replaced to address the issue. The pm was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pm was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformity. The returned sample was installed into a system and tested. The system passed all tests and there was no problem found. The reported event was not replicated. The issue is attributed to component wear of the system. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).